Event description:
It was reported that multiple cartridge change errors occurred. Reportedly the customer was using the cartridge and insulin for 3 days. Tandem technical support informed the customer that using the cartridge and insulin for 3 day¿s is off label per the tandem user guide. Customer¿s blood glucose (bg) was 290 to 600 mg/dl with trace ketones. Elevated bg was addressed by a bolus via the pump. On (B)(6) 2022 the customer was admitted to the emergency room for the elevated bg. At the time customer was also sick with pneumonia. Customer was treated intravenously with insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2022. Reportedly, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.